Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving two inappropriate high voltage shocks from their implantable cardioverter defibrillator. The device had delivered shocks due to atrial fibrillation with a fast-ventricular response. The patient was admitted to the hospital for observation and medication adjustment. The last shock had converted the patient from atrial fibrillation to sinus rhythm. The patient would continue to be monitored.